Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose levels. It was reported that the customer¿s blood glucose levels ranged between 200 mg/dl to 311 mg/dl on the day prior to the call. The customer¿s current blood glucose level was 478 mg/dl. It was reported that the insulin pump was alarming insulin flow blocked. Troubleshooting was performed. The customer¿s mother was assisted with performing a 5.0u fill cannula and insulin exited. The infusion set cannula was not bent. The set was removed to determine if the cannula/site was occluded. Results of prime was insulin exited. Customer¿s mother declined to troubleshoot for high readings. The insulin pump, infusion set, and reservoir will not be returned for analysis.